Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The reason for the event remains unknown.